Event description:
A customer reported issues with their pump, including an unresponsive screen that required multiple taps. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up with technical support, and the case was closed as logs necessary for further investigation were not uploaded.